Manufacturer narrative:
Cmp-(B)(4). Reported event was unable to be confirmed as visual examination of the returned product identified the head of the screw was damaged. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The plate was not returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 816140032, 4.0mm canc lock screw 32mm, lot # unknown. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00867.

Event description:
It was reported that the surgeon has a locking screw head passed through the plate. Screw was removed and replaced with multi-directional screw and tightened with torque limiting screwdriver until click indicated proper torque was reached. Screw hole in plate was the most proximal anterior hole in the plate. Attempts have been made and there is no further information at this time.